Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: item# 010000663 g7 pps ltd acet shell 52e lot# 6358665; item# 00-6250-065-20 trilogy bone scr 6.5x20 lot# trilogy bone scr 6.5x20; item# 00-6250-065-20 trilogy bone scr 6.5x20 lot# 63530640; item# unknown, unknown head lot# unknown; item# unknown, unknown stem lot# unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, surgeon had difficulty inserting shell. Shell was placed. Surgeon then had difficulty getting liner to hold in the shell. After multiple attempts, the liner engaged but the surgeon noted that the shell had become loose in the acetabular bone. The shell/liner was removed and a new shell was cemented into patient. Attempts were made to obtain additional information; however, none was available.